Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) battery not holding a charge. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed that the battery locks were engaged. The unit ran on a simulator and test balloon on battery. The unit failed after one hour of pumping at 120bpm. The fse replaced the batteries. The unit passed all functional testing and calibrations to the manufacturer's standard.

Event description:
N/a